Event description:
The patient had a giant ruptured aneurysm in the basilar artery near the confluens of the vertebral arteries. During a diagnostic angiography, before the coiling procedure, the aneurysm spontaneously re-ruptured and the patient went into asystole and had to be resuscitated (which was complicated by a hematopneumothorax requiring thoracic drainage and placement of a ventricular drain). Once the patient was stabilized, the patient underwent an embolization procedure in the basilar artery using the penumbra coil 400 system assisted by stents placed in the left vertebral artery and the proximal basilar artery. Nine coils were successfully deployed and detached in the aneurysm through the right vertebral artery. However, the physician noted resistance when the tenth coil was almost fully deployed in the aneurysm. Due to the resistance, the coil would not advance any further. At this point, the physician attempted to retrieve the coil and the coil unintentionally detached in the vessel. Based on the devices already in place and complications associated with an additional procedure to secure the coil, the physician decided to retrieve the coil using a snare device and another stent retriever. Following the procedure, the patient remained comatose and expired a few days later due to the initial hh v-bleeding and spontaneous re-rupture of the aneurysm.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the coil was severely damaged. The proximal constraint ball was still inside the distal detachment tip (ddt) with a piece of broken stretch resistant (sr) wire. The pusher assembly was kinked approximately 5.0 and 9.0 cm from the proximal end of the pusher wire. The pet-lock is still intact on the proximal end of the pusher, confirming that the coil was not detached intentionally using the detachment handle or a manual technique. Conclusion: the complaint has been evaluated. The compliant indicates that there was resistance felt while deploying the coil. Due to the resistance, the coil could not be advanced any further. The coil fractured during retraction. Evaluation of the returned device confirmed the unintentional detachment. It appears that the coil sr wire was broken due to force placed on the device in excess of the tensile strength of the sr wire material when advancing or retracting the coil against resistance, causing the coil to detach unintentionally. The kinks in the proximal end of the pusher assembly may have occurred when advancing the coil against resistance or during packaging for return. These devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.